Event description:
It was reported that during an in clinic device check, externalized conductors were observed on the rv lead. The lead was subsequently explanted during a device change out for eri. The patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Internal insulation abrasion was noted at 8.1cm to 8.2cm, 27.4cm to 29.0cm and 29.0cm to 29.4 cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted 9.7cm to 12.9cm from the distal tip. The etfe coating was intact at these locations.